Manufacturer narrative:
The device was returned to siemens for evaluation. A defective pressure transducer was identified and replaced. The device functioned within specifications after the repair. The device was returned to the customer after repair.

Event description:
The ventilator was connected to the pt. The customer reports that the ventilator stopped cycling. The alarm status is unk. There was no pt injury.